Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that oversensing was noted and both leads were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be mirror image noise on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to a cut. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.